Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds were observed on the atrial lead. The lead was capped and replaced. The patient was stable throughout and after the event.